Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The caller had no detailed information about the hospitalization. The caller stated that the medical doctor refused to do any troubleshooting over the phone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefor, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.